Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up 24 hours post implant, ventricular capture was intermittent at 4.5 v in the unipolar configuration. The bipolar capture threshold was 2.25 v. Therefore, the pulse generator was programmed to the bipolar configuration.